Event description:
The article, "ischemic stroke severity and mortality after left atrial appendage closure vs non-warfarin oral anticoagulants in patients with prior stroke", was reviewed. The article presented a retrospective, multicenter study to ischemic stroke (is) severity in patients with atrial fibrillation (af) and prior stroke receiving left atrial appendage closure (laac) vs non-vitamin k oral antagonists (noac). Devices included in the study were watchman, watchman flx, amplatzer cardiac plug, and amulet. The article concluded this analysis demonstrated that in af patients with prior stroke, recurrent is less often disabling or fatal with a secondary stroke prophylaxis strategy of laac than with noac. The mechanism underlying reduced stroke severity in the laac cohort is unclear. [The primary and corresponding author was vivek reddy, helmsley electrophysiology center, mount sinai fuster heart hospital, icahn school of medicine at mount sinai, guggenheim pavillon, suite 280, 1190 fifth ave, new york, ny 10029, with corresponding email: vivek.reddy@mountsinai.org]. The time frame of the study was not confirmed. A total of 447 patients were included in the study, of which it was not confirmed how many received an abbott device. The average age was 74.3 years for patients in the left atrial appendage closure (laac) group and 72.5 years for patients in the non-vitamin k oral antagonists (noac) group. No information was provided regarding majority gender. Comorbidities included smoking, prior major bleeding, paroxysmal atrial fibrillation, carotid disease, medication adherence, hemorrhagic transformation, thrombolysis, prior ischemic stroke, transient ischemic attack, and hemorrhagic stroke.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: ischemic stroke severity and mortality after left atrial appendage closure vs non-warfarin oral anticoagulants in patients with prior stroke summarized patient outcomes of an amplatzer amulet procedure were reported in a research article in a subject population with multiple co-morbidities including smoking, prior major bleeding, paroxysmal atrial fibrillation, carotid disease, medication adherence, hemorrhagic transformation, thrombolysis, prior ischemic stroke, transient ischemic attack, and hemorrhagic stroke. Some of the complications reported were stroke and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.